Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low vanc result was obtained on a patient sample on a dimension vista 500 instrument. Siemens determined that quality controls (qcs) were within range on the day of the event. Per siemens instructions, the customer cleaned and aligned server 1 probes, aliquot probe and drain; reseated level sense cable; recalibrated the method; reset the instrument; ran precision tests, quality controls (qcs), and check 1, resulting acceptably. The customer ran additional precision tests, resulting unacceptably. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced reagent 2 probe; adjusted and aligned sample 1 probe and bocc; ran quality controls, resulting acceptably. The customer did not report any additional discordant results since the service. Misalignment of the sample probe may have contributed to the discordant, falsely low vanc result. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 500 instrument. The sample was repeated on the same instrument with the same aliquot, resulting higher. Both results were reported to the physician(s), who questioned the results. The sample was repeated again on the same instrument, resulting higher than the initial discordant result. The 2nd repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.